Event description:
A malfunction alarm labeled "malf 0" was reported by the customer, but there were no notable events preceding this issue. The customer's blood glucose level did not exceed 500 mg/dl, confirming no adverse impact. Technical support provided information to reset the pump, which the customer followed successfully, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support if issues arise again.